Event description:
It was reported that an alert sounded for a pacing vector that is not programmed on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1888tc lead, implanted (B)(6) 2008. (B)(4).